Manufacturer narrative:
In this report, section box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been updated/corrected.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.